Manufacturer narrative:
The reporter's meter and strips were provided for investigation where they were tested using a high-level control sample. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. The investigation did not identify a product problem. The cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation is lay user/patient.

Event description:
We received an allegation of questionable inr results for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. At around 12:30 pm, the patient noticed blood in his stool. The patient tested on his meter before seeking emergency consultation. The result from the meter at 12:47 pm was 2.3 inr. At the emergency room, the laboratory result at 2:00 pm was 3.1 inr. The doctor deemed the laboratory result to be correct. The patient's interval for testing is every two weeks. The patient's therapeutic range is 2.5 to 3.5 inr.